Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2014: patient presented with severe adjacent level degeneration with spinal stenosis at l2-l3 above her previous l3-l5 fusion. Post-op diagnosis: multiple fragments of herniated disc at l2-l3 further narrowing the canal. Procedure: hardware removal at l3, l4 and l5; explore posterior spinal fusion at l3, l4, and l5, found to be solid; extend the posterior spinal fusion at l2-l3; re-instrument 4.75 titanium from l2 to l3; left tlif procedure; cage 12 x 36 millimeters, titanium; local bone graft combined with allograft combined with a large bmp kit. Per-op notes: simultaneous to this, the autograft that was obtained from the fusion area and also from the decompression was tubularized in along with some allograft in a bmp sponge, large kit 12 milligrams. The patient was removed from the table having tolerated the procedure well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.